Event description:
It was reported that the device became entrapped with the guidewire. A 1.6 mm jetstream? Sc catheter was used during an endovascular therapy procedure to treat a severely calcified, moderately tortuous superficial femoral artery with 100% stenosis. After successful atherectomy, resistance was encountered during device removal due to the catheter became stuck on a thruway 0.014 guidewire. The device and guidewire were withdrawn together and gradually removed from the patient. Once outside the patient, the jetstream catheter was able to be removed from the guidewire by applying significant force. There were no patient complications as a result of this event.